Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 0300713. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. H3 other text : see h.10.

Event description:
It was reported that there was a small piece of plastic on the tip of the bd saf-t-intima¿ IV catheter safety system. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "customer reported to him today that lot#0300713 has issues where there is a small piece of plastic at the tip like a bump."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a small piece of plastic on the tip of the bd saf-t-intima¿ IV catheter safety system. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "customer reported to him today that lot# 0300713 has issues where there is a small piece of plastic at the tip like a bump."